Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) gd878199 and gd877266 with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient who made a mistake/ touch contamination, multiple infections and peritonitis with culture positive for candida unknown (fungal) coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported the patient experienced touch contamination and multiple infections (dates of onset not reported) in (B)(6) 2010, the patient experienced peritonitis. In (B)(6) 2010, the patient was hospitalized for the event of peritonitis. Treatment for the events were not reported. On an unreported date, dianeal pd4 ultrabag therapy was discontinued. The outcome for the events of patient made a mistake/ touch contamination and multiple infections were not reported. The patient was recovering from the event of peritonitis with culture positive for candida unknown (fungal) at the time of reporting. A causality statement was not provided for the events of patient made a mistake/ touch contamination and multiple infections were not provided. Per the nurse, the event of peritonitis with culture positive for candida unknown (fungal) was not related to dianeal pd4 ultrabag therapy.